Manufacturer narrative:
Patient weight not available from the site. No testing or servicing was completed on the system because resolution of the issue was confirmed on call. No parts have been re turned to medtronic analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take scout shots with the imaging system, the image acquisition system (ias) spontaneously went into standalone mode and displayed ¿watch gantry.¿ it was stated that a patient was present. The issue was resolved by unplugging and re-plugging the interconnect cable. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.